Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The customer reported a non-conformity of the cylinder in particular as per attachment the pin index valve holes are not positioned correctly. The cylinder was not used and returned to the dealer who notified the customer of the problem. The customer opened another cylinder and they managed to install it.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) accessory had a non-conformity of the cylinder related to the pin index valve holes which are not positioned correctly. There was no patient involved.